Event description:
It was reported that a periprosthetic fracture has been noted extending from the distal tip of the femoral stem.

Manufacturer narrative:
Eval summary: it is unk if an unreported traumatic event led to or caused the fracture. Primary operative notes were provided which are unremarkable. Office visit notes from the day of fracture are returned which state a small nondisplaced periprosthetic fracture of the proximal femoral shaft that extends inferiorly from the femoral stem tip that shows osseous remodeling. No subsidence is seen and the pt denies any kind of thigh or groin pain. With the info provided, a conclusive root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.